Event description:
The facility representative reported a flogard infusion pump that was dysfunctional. It is unknown when this condition occurred. Upon further investigation, the quality engineer confirmed the reported condition as a battery issue. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of "dysfunctional" was confirmed during evaluation by the service evaluation. Battery low failure was produced during evaluation which was due to defective main batteries. Main batteries were replaced to resolve the reported problem. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).